Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device displayed an inappropriate charge time with an inappropriate non-sustained lead noise episode showing charging markers on the episode. The device would begin to charge, then immediately abort. Review of egms noted that after the device charged, at the start of each charging sequence, a single wide qrs was being double counted. It was suspected that these events were terminating the start of the capacitor maintenance sequence, resulting in aborted charge. Reprogramming was recommended. The patient will be monitored with routine follow-up.